Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized for heart attack due to high blood glucose. Customer stated that the blood glucose reading was 1016 mg/dl at the time of hospitalization. Customer stated that he had his heart muscle damage due to the high blood glucose. Nothing further was reported.